Event description:
It was reported that a person using an iLet system experienced recurrent hyperglycemia, with the highest continuous glucose monitor value of 300 mg/dL, in the context of frequent pump pauses and overtreatment of hypoglycemia with snacks such as jellybeans, cereal, peanut butter, apples, lemonade, and fruit; training was provided regarding low-glucose management and avoidance of frequent pausing. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included review of user-reported history and device use patterns. Investigation of this case revealed user technique and therapy management issues, specifically frequent pausing and excessive carbohydrate intake for lows, leading to rebound hyperglycemia while the pump subsequently attempted correction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management, not a device malfunction.